Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that on (B)(6) 2010, a 6f angio-seal vip was deployed post cardiac catheterization in right femoral arteriotomy. There were no post operative complications and the pt was discharged later that day. On (B)(6) 2010, the pt experienced right leg pain and a cold foot w/o palpable pulses distally; the pt was readmitted to the hospital. A CT scan, ultrasound, and angiography were performed to diagnose the vascular insufficiency with intraluminal material present. On (B)(6) 2010, the pt underwent a surgical exploration of the common femoral artery (cfa), endarterectomy, and embolectomy on the right leg with good results and the pt was discharged. On (B)(6) 2010, the pt was readmitted to the hospital with recurrence of ischemia in her right foot. On (B)(6) 2010, the pt underwent a fem-fem cross over graft but experienced another recurrence of right foot ischemia in her right foot and she was taken back to surgery for a right popliteal embolectomy. Allegedly surgical findings revealed intraluminal thrombus caused a complete occlusion to the right femoral artery (rfa) above the inguinal ligament. The pt's condition was reported to be stable and the hospitalization was extended due to the event. No add'l info was available.